Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. Iipv was confirmed during the event history log review, and the cause was determined to be use error, tidal total uf removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:03:14. During night drain cycle 25, the patient's ultrafiltration reading was 1665ml, indicating the home patient (hp) drained 915ml more than their maximum programmed fill volume of 1500ml. No additional information.